Event description:
Per the surgeon, the abutment was changed for an unknown reason on an unknown date. The implant remains in-situ.

Manufacturer narrative:
The patient had a skin revision under a general anaesthetic. This report is submitted on december12, 2019.